Event description:
Livanova received a report about an essenz venous clamp (vc) that displayed the error message "vc defective" (code 2551) on the cockpit. Despite the error message, the clamp could still be controlled and procedure was completed with no further issue. There was no patient involvement.

Manufacturer narrative:
A1-a5: patient information was not provided. H11: livanova deutschland manufactures the essenz venous clamp (vc). Livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.